Event description:
During a pta treatment procedure to place a permacath, the amplatz super stiff guidewire "sprung loose" and the tip of the wire uncoiled and subsequently fractured. The wire was successfully withdrawn into the sheath and out of the pt's body. Another amplatz wire was used and the procedure was successfully completed. No pt injuries have been reported. The pt's status is listed as "fine."